Event description:
Wire from microaccess kit broke. After it was pulled out of the pt's arm, the scrub tech attempted to remove the wire from the sheath to rebuild for another access and the tip of the wire broke off. All pieces were collected and stored in a biohazard bag along with the rest of the access kit, including the 19g needle. The physician ((B)(6)) checked the pt via x-ray, to confirm all pieces were accounted for.